Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01416. It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc sling on (B)(6) 2008, to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent bodily injury," impaired physical relations, mental anguish, emotional distress, disfigurement, disability, and other damages.